Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range pacing impedance measurements of 2003ohms. Three months later, there was another high out of range measurement of 2014ohms. Technical services (ts) was contacted and discussed possible troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range pacing impedance measurements of 2003ohms. Three months later, there was another high out of range measurement of 2014ohms. Technical services (ts) was contacted and discussed possible troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported. Additional information received detailed the device was reprogrammed as the physician recommended. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.